Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer stated that their is no significant events leading to the alarm. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer also reported via phone call that the insulin pump had a keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that buttons are not responding. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The down button on the insulin pump had intermittent button response due to flattened dome switch. No unexpected vibrating anomaly or button error alarm noted during testing. The device had minor scratches on the display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.